Event description:
It was reported that this right ventricular (rv) lead exhibited two high out-of-range pace impedance measurements, measuring greater than 3,000 ohms. Boston scientific technical services (ts) was consulted and, after reviewing available device data, recommended lead integrity testing to rule out lead impairment. No adverse patient effects were reported. At this time, this lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited two high out-of-range pace impedance measurements, measuring greater than 3,000 ohms. Boston scientific technical services (ts) was consulted and, after reviewing available device data, recommended lead integrity testing to rule out lead impairment. No adverse patient effects were reported. At this time, this lead remains implanted and in service. No additional information regarding this event has been received. Should additional follow-up information be provided in the future, a supplemental report will be issued.